Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. It was reported that  patient admitted to hospital for nausea, vomiting, and severe abdominal pain. Caller also mentioned patient had hematemesis (vomiting of blood).caller requested ins be checked.